Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# j0454724v, implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: lead. Product ID 3889-28, lot# j0454724v, implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: lead. Product ID 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. The initial MDR was filed as MFR report # 3007566237-2014-00962. Additional review indicated the correct manufacturing site was site 3004209178. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(6) 2010).

Event description:
It was reported that the patient was to have a full system replacement as they had their original system for 7 years. The system was going to be upgraded. It was reported that each lead snapped during the removal and the healthcare provider (hcp) could not remove them. Additional information received reported that the event took place on (B)(6) 2014 and that no replacement was issued. It was noted that no additional interventions were needed. The original implantable neurostimulator (ins) system was depleted and the system was reportedly working fine prior to the battery drain. It was reported that the hcp attempted to remove the entire lead on each side however each lead snapped. Per the hcp office, the patient was fine and was scheduled for a follow-up. It was noted that the patient would be rescheduled in 90 days for a full system replacement.